Manufacturer narrative:
Patient information was not provided for reporting. This report is for three (3) unknown screws. Part#, lot# and UDI # is not available. Device malfunctioned intraoperative. Device was not implanted/explanted. Three unknown screws returned on apr 10, 2018. However, they were not the same locking screws initially reported for this incident. This report is for three (3) unknown screws. PMA/510(k) number is not available. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2018, three (3) separate 3.0mm cervical spine locking screws chipped during the torqueing stage. No fragments were generated. The screws were replaced with new screws, surgery was completed with no further issues. This report is for three (3) unknown screws. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: three broken screws (only head portions) was received for investigation. Because the returned screw is broken, this complaint is confirmed. But for the condition of broken rather than the reported condition of chipped. However, it is determined that the returned screw is not a synthes spine screw and definitely not the reported synthes zero-p screw. A review of the device history records was unable to be performed since the lot number was unknown. A material test was not performed because of the discrepancies regarding the reported screws and the screws that were returned, and it is unknown whether these are synthes screws. It is most likely that the wrong screw was returned for this complaint file and therefore an investigation on the device involved in the event cannot be performed at this time. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.